Event description:
It was reported that the insulation of this right ventricular (rv) lead was likely fragile. In addition, this lead had fracture. Although threshold and amplitude had been fine, there had been previous reports of high thresholds. Additionally, the impedance had slightly decreased, gradually falling from the high 400s to the high 300s. However, today's check showed it was around 420, and the threshold was good. Fluoroscopy also did not indicate any preoperative issues with the insulation. This device was explanted and will not be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.